Event description:
On (B)(6) 2012, while reviewing the pump's prime history animas customer support noted that pump was only priming about 3 units of insulin for a 23" tubing. At the time of troubleshooting, the patient denied manually priming and confirmed he was replacing the tubing every 2 to 3 days when the site was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no load step malfunctions. There were no unusual prime volumes observed in the pump history. The pump powers on normally and ezprime steps were successfully performed. Investigation revealed that the force sensor was out of calibration. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed that the audio bolus button cover was detached and the bolus button contact is missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.